Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported failure to advance, detachment of device, foreign body in patient and reported treatments appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x28 mini vision stent delivery system (sds) reached the proximal right coronary artery (rca), but was unable to cross the mid rca. The distal shaft of the sds with the balloon and stent separated in the anatomy. No attempt was made to percutaneously remove the separated stent and balloon. The patient was sent to surgery for open heart bypass. No additional information was provided.